Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on november 25, 2016. Customer's blood glucose was unknown. Customer was hospitalized for high readings. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot because he ran out of insulin in rehab. The insulin pump was not returned for analysis.